Event description:
The facility reported that the pump turned on by itself during patient use. The hospital representative stated that there was no report of a patient incident report and that there was no patient injury or need for medcal intervention. Although attempts were made by baxter customer service to obtain additional information from the reporting facility, details were not available regarding set up of the pump or medication involved.